Event description:
It was reported that during a da vinci-assisted inguinal hernia-uniliteral surgical procedure, the force bipolar instrument tip broke and fell into the patient. The procedure was completed with no report of patient injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 5th april, 2022: the reported issue occurred while opening the instrument jaws. The surgeon was not using the force bipolar instrument long enough to notice any functionality issues with the instrument. The fragment was retrieved laparoscopically with a grasper; a visual confirmation was performed. There was no additional procedure needed to retrieve the fragments. The customer did not perform any post-operative tests like an x-ray or ultrasound. The surgeon does not know what caused or contributed to the issue. The force bipolar instrument was in use for less than five minutes. It is unknown if the instrument was inspected prior to use. The instrument did not collide with instruments or hard material during procedure. The instrument was not removed prior to the breakage. Upon final removal of the instrument, the instrument wrist was straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula; no damage was noted on the cannula. No other damage was noted on the instrument. There was no patient injury and the patient did not return to the hospital due to experiencing any post-surgical complications. No images of the alleged instrument or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The force bipolar instrument was found to have a broken molded insulator. A piece, measuring approximately 0.090" x 0.383" in size was missing and not returned. As a result of the breakage, the grip tip was dislodged but still attached to the grip through the grip's conductor wire. The root cause is typically attributed to mishandling/misuse. A review of the instrument log for the force bipolar (471405-06/n10200727-0108) associated with this event has been performed. Per logs, the force bipolar instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had 12 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being classified as a reportable adverse and malfunction event due to the following conclusion: it was alleged that the force bipolar instrument broke and fragments fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.